Event description:
During the ablation procedure, at the end when removing the ablation catheter, a solid body of material was attached to the end of the catheter tip that resembled coagulum. No impedance or irrigation issues were noted in the procedure. There were no adverse consequences to the patient. No maximum temperature error message or maximum impedance threshold were observed during the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter and one image were received for evaluation. The image submitted with the returned device showed a dark blood-like substance (bls) attached to the distal tip. The distal tip of the catheter had been cut at the deflectable section of the shaft and returned in a separate container from the rest of the device. A dark bls was noted at the proximal edge of electrode 1. In addition, charred biological material was noted to be loose within the container. Functional testing was unable to be performed due to the catheter tip being removed from the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the coagulum and char remains unknown.